Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented in clinic for follow up. It was noted that the pulse generator exhibited backup vvi operation. A device restoration was performed successfully. The patient will continue with regular follow-up.